Event description:
Previous apogee and perigee mesh placement transvaginally and previous single miniarc incision sling placement. Pt developed discomfort and difficulty emptying her bladder and bowel. She desired surgical removal of apogee perigee and required midline sling lysis.